Event description:
The reporting person said that after seven days of use it was verified a crack near the lumen. The reporting person confirmed extubation and reintubation of a replacement tube. No injury reported. No further information was provided. Covidien is attempting to collect further details surrounding the circumstances of this report.